Event description:
Deformity of bilateral breast. Capsules and scar deformity on left. Pt also experiencing pain. Pt has had previous biopsy on right side, showing foreign body consistent with probable implant rupture. Bilateral ruptured implants removed 8/15/94. Both implants found to have free leakage of silicone gel.